Event description:
It was reported that a malfunction occurred on the pump, displaying malfunction code 3, which could not be reset. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support arranged to replace the pump, provided instructions for putting the pump into storage mode, and advised on necessary steps when receiving the replacement. The customer will use insulin injections as a backup and agreed to return the defective pump within 10 days.